Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator was reported via merlin.net to be in back-up vvi. The patient presented in clinic where the device¿s firmware was reloaded through the engineering test page and the device reprogrammed to its intended setting. The patient was stable throughout.